Event description:
A laser technician reported a patient had a seizure following flap creation on the left eye. The patient was still positioned under the laser and the staff immediately reacted to prevent any harm to the patient by releasing the treatment arm and protecting the patient's eye from contacting anything on the system. There was a laceration to the patient's cheek that was attended to by the staff. The patient stated that she had not experienced a seizure before, and was not on any type of medical on. The patient was calm, was determined to have the refractive procedure for monovision completed, and the surgeon lifted the flap with no issues, and successfully completed the refractive procedure. At the one day post op exam, the patient was doing well, with no evidence of trauma to the eye. Additional information has been requested.

Manufacturer narrative:
No technical evaluation was performed on the device as there was no reported issue with the laser system. There was no root cause related to the product. (B)(4).